Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The caller mentioned a historical event which included that the patient turned their previous ins off every night because it made them feel "some kind of buzz or something." The caller asked if the patient should be turning their current ins off every night. Agent advised the caller to discuss with the patient's hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.